Event description:
It was reported that during a stenting treatment procedure, the physician observed either thrombosis or a plaque shift. The physician treated the target lesion located in an unknown target vessel with an unknown sized ion stent. After deploying the stent the physician observed either thrombosis or a plaque shift, but it was unclear what happened.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4).